Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plungers are missing the thumb press with an unspecified bd syringe. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2). It was reported that 3 syringes were missing plungers but according to the sample pictures sent by consumer, the thumb press is missing from the plunger rod.

Manufacturer narrative:
H.6. Investigation: customer returned a photo of a 3/10cc syringe. Customer states that the plungers were missing and damaged. The attached photo was emanated and exhibited broken thumb press on the plunger rod. No missing plunger was observed. A review of the device history record was completed for batch# 8274850. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8288966. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press). Bd was not able to duplicate or confirm the customer¿s indicated failure (missing plunger). Root cause for this defect cannot be determined. H3 other text : see section h.10

Event description:
It was reported that the plungers are missing the thumb press with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2) it was reported that 3 syringes were missing plungers but according to the sample pictures sent by consumer, the thumb press is missing from the plunger rod.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that the plungers are missing the thumb press with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2) it was reported that 3 syringes were missing plungers but according to the sample pictures sent by consumer, the thumb press is missing from the plunger rod. D.1. Medical device brand name: bd insulin syringe with bd ultra-fine¿ needle. D.1 medical device type: fmf. D.2. Common device name: piston syringe. D.3. Medical device manufacturer: bd medical ¿ diabetes care ¿ holdrege, ne / 68949. D.4 medical device catalog #: 328438. D.4. Unique identifier (UDI) #: (B)(4). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8274850. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2018-10-01. D.4. Medical device lot #: 8288966. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2018-10-15. " g.2 manufacturing location: bd medical ¿ diabetes care ¿ holdrege, ne / 68949. G.5. PMA / 510(k)#: k024112. H3 other text : see h.10.

Event description:
It was reported that the plungers are missing the thumb press with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2) it was reported that 3 syringes were missing plungers but according to the sample pictures sent by consumer, the thumb press is missing from the plunger rod.